Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was found cracked after the device was left on its charger while the user was showering, and the user disconnected the pump due to concern about damage and loss of watertight integrity. Symptoms included no adverse clinical effects. Outcomes included device replacement and user education on shutting down the device, data sync, and start-up requirements for the replacement. Investigation included collection of event details, review of reported damage, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the touchscreen consistent with screen bezel separation, with the device otherwise reported functional but no longer watertight. It was concluded, based on previously established findings for similar reports, that the cause was user handling or environmental exposure leading to physical damage, not a product performance failure.